Event description:
Hospital reported as "lap-band has a bubble in it." Further follow up findings with the surgeon reported as "aneurism in the band noted during band preparation prior to implanting, no impact to patient, the case was completed with a back up device.